Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set leakage at infusion site event on (B)(6) 2024. Infusion set has been used for 24 hours. Customer replaced infusion set and resumed insulin successfully. No further information available